Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was incorrect. The customer's blood glucose level was 187 mg/dl. No additional patient or event information available.